Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified crease fold and one curved opening on the posterior. Leak test and microscopic analysis were performed which identified one sharp crease opening on the posterior and wear abrasion. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one sharp crease opening on the posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.